Event description:
Boston scientific crm received information that one hour post implant, pacing pauses and intermittent loss of capture were observed with this right ventricular lead. The lead was found to have dislodged.

Manufacturer narrative:
A revision procedure was performed and the lead was successfully repositioned. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.